Manufacturer narrative:
Eval result: grounding chain, brake cam.

Event description:
It was reported by service report that the brakes were not working. No pt involvement or adverse consequences are reported.